Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received 371 sealed and 1 unsealed 22ga x 1.00in. Insyte autoguard bc units from lot number 4155276. Additionally, one photo was provided. The photo displays a luer lock syringe connected to the catheter adapter and a leak between the connection. A sampling of 20 units were randomly selected for function testing along with the unsealed unit. The unsealed unit and 3 sealed units displayed a leak in the same location as the provided photo. Microscopic analysis discovered damage to the inside of the adapter near the threads. Your reported issue was confirmed and determined to be manufacturing related. Deformation was observed on a portion of the inner edge at the opening of the adapter, which likely occurred during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte autog bc leaked at the hub/adapter junction. The following information was provided by the initial reporter: misshapen at luer hub of catheter causing leaking/inability to seal with an extension set or syringe see picture (B)(6) 2024. I went on site to connect with (B)(6) today. I tested product and we found (B)(4) affected hub. We went through about (B)(4) pivcs and were not able to duplicate it, however, they did pull the lot number and isolate it so I picked them up. Please issue me a label that I can print to return the product. Also, please note that the issue was resolved with the (B)(4) affected catheter when we torqued down the syringe very hard, however, this is not normally necessary. We kept this catheter and put in a baggie for review. I also have photos attached. I have a video, but it is too large to send. Let me know how best to get it to you? Regarding your question #2- the patients that have been affected by this have had to get poked with a 2nd IV. This has happened a total of about 4-5 times in total.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.